Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) due to functional under-sensing. Programming changes on the implantable cardio defibrillator (ICD) were performed. Patient was in stable condition and did not experience symptoms as a result of the event.